Manufacturer narrative:
Multiple attempts to obtain information necessary to conduct an investigation were completed and no information is received. The final resolution of the reported event is unknown.

Event description:
Philips received a complaint on the heartstart xl device indicating that the device fell during a procedure. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.